Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ag ref. Conclusion: the hamilton-t1 ventilator triggered repeated ¿exhalation obstructed¿ alarms at the start of ventilation. No harm occurred, but the device had to be removed from service and replaced. The customer reported the event date as (B)(6) 2026. Log file analysis showed that the device was not in clinical use on that date. The alarms occurred on (B)(6) 2026 as well as earlier identical alarms dating back to (B)(6) 2026. No harm to patient, user or third party was reported. However, there was a need for medical intervention as the ventilator had to be replaced. The root cause of the reported issue was established as a defective expiratory valve assembly. The problem was resolved by replacing the expiratory valve assembly. No further information was received. Case is considered closed.

Event description:
Hamilton medical ag received the following event description (summary): it was reported that the hamiltion-t1 ventilator alarming "exhalation obstruction" at start of ventilation. No health consequences or impact occurred, was reported. The unit had to be removed from service.